Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 which occurred on the homechoice (hc) during use, during dwell. The home patient (hp) was in dwell 3 of 3. They had three bags connected; and there had been no disconnection of the bags or the patient. They still had solution within the heater bag. The tsr assisted the hp with troubleshooting. The hp would complete therapy with manual supplies. Baxter product surveillance contacted the peritoneal dialysis registered nurse (pd rn) on (B)(6) 2012. The pd rn stated that the patient never mentioned the alarm to them. The pd rn stated they just saw the patient for a clinic visit and they are doing fine. There has been no medical intervention needed due to the alarm and patient is doing fine. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The system error (se) 2240 was not confirmed. The root cause of the complaint was undetermined. The lot number was unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.